Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that since (B)(6) 2010, there has been an obvious decline in auditory performance. Problems with the external equipment have been excluded and history of head trauma has been denied by the pt's guardians. Testing confirms that the device has malfunctioned.